Event description:
It was reported that during a device replacement procedure, visual inspection of the right ventricular (rv) lead revealed an insulation breach with fluid moving in and out of the lead. The rv lead was partially explanted, cut and capped. It was also reported that while attempting to implant the replacement rv lead, the subclavian vein was dissected by sheath insertion causing severe bradycardia and hypotension. A perforation was noted. The patient was treated with medications, the case was abandoned and the patient was admitted to the intensive care unit for monitoring for a potential hemothorax. The patient was stable at the time of the report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).